Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient currently lives in (B)(6). She self-referred herself to dr. (B)(6). She had undergone a her linx placement in (B)(6) with dr. (B)(6). She had recurrence of reflux several months ago and plain films show disruption in the device with a sizeable gap between the two of the beads. She reported to dr. (B)(6). She is still to undergo some testing including repeat ph testing to prove recurrent reflux, but she is contemplating either replacing the linx or converting to partial fundoplication. Her device is lxmc14, lot: 16253. Dr. (B)(6) removed the linx implant and implanted a new one on (B)(6) 2023.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 16253 number, and no non-conformances related to the malfunction were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2023. See op notes.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. See op notes attached.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. B3: only event year known: 2023. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What does ¿the beads are not closing the way they should be. There¿s a clear gap¿ mean? Is the device broken/discontinuous? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com what is the product code? What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Is there a date for the explant? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had a linx installed in (B)(6). Dr. Is reporting that the beads are not closing the way they should be. There's a clear gap. He hasn't done anything. The lot number is in question. No further information was provided.